Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis. The cause of death was not reported. It was not reported if the patient was preforming therapy up until the time of death. It is unknown if an autopsy was preformed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully performed. A short simulated therapy was successfully performed. The device passed all check and calibration tests successfully per baxter specifications. Per the evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.